Event description:
Follow up information received reported that cause of the event was unknown. It was noted that the implantable neurostimulator (ins) was replaced on (B)(6) 2012. It was noted that hospitalization was not required for the event and the patient outcome was reported as no injury.

Manufacturer narrative:
Product ID: 3998 lot# lb6397, implanted: 2003 (B)(6), product type lead product ID: 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID: 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).

Event description:
It was reported there were high impedances at implant. When testing impedances at 3v, electrodes 2, 9, and 11 showed greater than 40,000 ohms. It was further stated impedances tested on the "0-3 lead" showed "all within range." It was indicated the healthcare provider was "comfortable" with these readings and was going to close the case. Additional information has been requested, a follow up report will be sent if additional information is received.